Manufacturer narrative:
Device evaluated by MFR: visual analysis showed no damage on the shaft. Functional testing revealed that the device functioned as designed. A .014 guidewire was inserted and transcended through the device without hesitations or restrictions. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the right superficial femoral artery (sfa). About three quarters into the case, the jetstream xc catheter became stuck on the non-bsc guidewire while inside the patient. The physician was able to remove the jetstream xc catheter from the wire, and another jetstream xc catheter was used to complete the procedure. There were no patient complications reported and the patient's status post-procedure was fine.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the right superficial femoral artery (sfa). About three quarters into the case, the jetstream xc catheter became stuck on the non-bsc guidewire while inside the patient. The physician was able to remove the jetstream xc catheter from the wire, and another jetstream xc catheter was used to complete the procedure. There were no patient complications reported and the patient's status post-procedure was fine.